Event description:
It was reported that there was handle leakage during the procedure.

Manufacturer narrative:
The device is in transit to the manufacturer and not received as of 07/05/10. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.